Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an infusion set change on the third day of ilet use, the teflon 6 mm infusion set separated from the applicator when the blue cap was removed, and a new teflon 6 mm set was then placed with insulin delivery resumed. Symptoms included no impact to blood glucose. Outcomes included no clinical effect and no need for medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed an infusion set deployment issue or connector attachment issue without device alarms. It was concluded that the event was resolved by replacing the infusion set, with no patient harm and no device malfunction confirmed.